Manufacturer narrative:
H10: after further assessment of the information gathered by the manufacturer, it was identified that this event should be re-evaluated for MDR reporting. The original information stated that the package was not sealed. However, after further clarification and information received, it was determined that the issue does not meet the criteria to be reportable. Further inspection found evidence of the original manufacturing seal that covered the entire seal area as intended, indicating that a full and proper seal was achieved during manufacturing. It should also be noted that the remaining piece of foam that was received with the packaging appeared to have been cut down to size. It can be assumed that the original foam was cut down to size to be used for treatment, with the remaining foam placed back in the packaging and taped closed. Probable cause of the reported failure determined to be that a user has opened the product and returned the remainder to storage after taping the packaging closed, and not that the product was delivered unsealed. Moreover, if the event were to recur, it would not be likely to cause or contribute to a death or serious injury.

Manufacturer narrative:
Internal reference number (B)(4).

Event description:
It was reported that, the outer package of one (1) renasys f medium w/soft port was not sealed. It is unknown whether this problem was noticed in a treatment environment or not; therefore, patient involvement has not been confirmed.